Manufacturer narrative:
(B)(4). Maude report was received: mw5064465.

Event description:
It was reported that a patient presented in the emergency room with multiple inappropriate shocks due to noise and lead fracture. The patient has a family history of qt 3. The system was implanted as a precaution. It is not know if the lead was capped or explanted at this moment.